Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a breathing circuit with an mr290v vented autofeed humidification chamber failed the ventilator leak test. The breathing circuit passed the leak test when it was tested without the chamber. The hospital staff suspected that the chamber was damaged. This was observed before patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a breathing circuit with an mr290v vented autofeed humidification chamber failed the ventilator leak test. The breathing circuit passed the leak test when it was tested without the chamber. The hospital staff suspected that the chamber was damaged. This was observed before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: the returned chamber was inspected externally and no issues were noted. The pressure test results were also within specification. Conclusion: no fault was found with the returned mr290v chamber. The leak reported by the customer is most likely due to incorrect set-up. Our user instructions the accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."